Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was repaired on-site by olympus and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure of the pump head. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had pump head malfunction. The issue was found during cleaning and disinfection for a diagnostic gastroscopy examination procedure that was completed with a similar device. There was no patient involvement.

Event description:
It was reported that the subject device had pump head malfunction. The issue was found during cleaning and disinfection for a diagnostic gastroscopy examination procedure that was completed with a similar device. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. (B)(6).